Manufacturer narrative:
Prior to this event, tbil was calibrated and qc results were within range. Bci field service engineer (fse) replaced parts and adjusted the photometer. No additional calls and/or inquires have been made in regards to this event. A clear root cause cannot be identified for this event.

Event description:
A customer contacted beckman coulter and reported that erroneously high results for total bilirubin (tbil) were generated by the lx20 pro for eight patients' samples. The physician questioned the results on one of the samples. The sample was repeated and lower value was obtained. The additional seven samples were also rerun and lower values were obtained. The original and repeated results from sample one are provided. The results were reported out of laboratory. Amended reports were issued patient treatment was not affected as a result of this event.